Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after release, the valve dislodged to a depth of 15 to 20 mm below the annulus and towards the left ventricle. Severe paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed and the pvl reduced to mild. A follow up echocardiogram revealed severe pvl and severe mitral regurgitation, twelve days after the implant of the valve. It was determined that the patient was in biventricular heart failure due to the depth of the transcatheter bioprosthetic valve that obstructed the mitral valve. The valve was explanted and replaced with a non-medtronic surgical bioprosthetic valve. No additional adverse patient effects were reported.